Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01572. It was reported that the patient presented for a system implant procedure. The physician attempted to implant two different right atrial leads. Low sensitivity measurements were noted and both leads dislodged from the atrium after the helix for both leads were screwed in the tissue. The physician explanted the leads and elected to implant a single chamber implantable cardioverter-defibrillator instead. The patient was stable.

Manufacturer narrative:
As received, a complete lead with the helix retracted was returned for analysis. Visual inspection found the helix to be clogged with dried blood / tissue. X-ray inspection found over torque of the inner coil at the connector region. By applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures but did find an internal short consistent with over torque of the inner coil at the connector region. All damages found are consistent with procedural damage.